Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.25mm x 12mm nc emerge balloon catheter was advanced but failed to cross. Upon device removal, it was noted that the balloon ruptured. The procedure was completed using a non-bsc device. No patient complications were reported.